Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported issue. The fse replaced the endoscopic controller (escp) and the vision side cart (vsc) common computer controller (ccc) to correct the issue. The system was tested and verified as ready for use. Isi did receive the vsc ccc involved with this complaint and performed the failure analysis. During failure analysis, it was determined these errors were not caused by the vsc ccc. Analysis of lighthouse logs showed that the errors persisted even after the vsc ccc was replaced, suggesting the underlying issue was linked to the escp. The reported failure was confirmed; however, subsequent testing demonstrated that the issue could not be replicated when using the vsc ccc. In via lighthouse review logs, errors 319,66200 were found confirming that the fault had occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The vsc ccc was installed onto a golden system where the component functioned as expected. The fiber optic light levels on the ccc were inspected and all values were within expectation. Then ten power cycles were performed, the ccc left in the golden system to idle for 25 hours with no issues found. As a result of these findings, failure analysis was able to conclude that no root cause could be attributed to reported events. Isi did not receive the escp with this complaint to perform failure analysis. A follow-up MDR will be submitted when failure analysis is completed on escp.

Event description:
It was reported that prior to start pre anesthesia of a da vinci-assisted surgical procedure, the customer contacted the technical support engineer (tse) and reported that the customer experienced errors at startup, specifically error 319. The system logs confirmed the presence of error 319 as reported by the endoscopic controller (escp). The customer attempted to resolve the issue by power cycling the system multiple times. Subsequently, the tse guided the customer through a tower reset procedure, but the issue continued to persist. The procedure was aborted with no patient involvement.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause could not be established based on findings from failure analysis. When a faulty system component where communication is interrupted, the system is placed in an unrecoverable soft-lock mode and this error can be resolved with a power cycle.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Isi did receive the endoscopic controller (escp) involved with this complaint and performed the failure analysis. Upon visual inspection, no issues were found that would be related to the reported failure. In artemis, error 319, where a node and escp configured to be present did not respond during system startup, confirmed that the fault occurred in the field. However, error 319 was followed by error 31089 with p2=9, which was an aurora link error. The escp was installed onto a known good in-house system, and the system did not trigger any error during startup. The escp was able to engage with the endoscope. The system was power cycled multiple times, and no issues were observed. The system was left idle for some time and remained in good condition without experiencing any video loss. An instrument driving test was performed, and the system functioned as designed. As a result of these findings, the failure analysis concluded that no root cause could be attributed to this issue.